Event description:
It was reported that post a stenting treatment procedure, the patient went into cardiac arrest and expired. Six days prior to the stenting procedure, the patient had been diagnosed with severe superior vena cava (svc) obstruction and progressive lung cancer symptomatic with swollen head and bulging eyes. Prior to the procedure on (B)(6)-2011, computed tomography (CT) found right subclavian vein and right jugular occlusion. The basophilic was "very tight". The decision was made to stent the svc. Vascular access was obtained via the right femoral. The lesion was not pre-dilated. This 22 x 70mm x 100cm wallstent was chosen as it was longer than the stricture, and deployed in the svc. The stent was post-dilated. The stent was in the correct final position. Immediately following the procedure, the patient was ok and symptoms began to improve. Face color reduced from red/blue. Thirty minutes post-procedure, an obstruction of the svc occurred resulting in swelling of the patients' head again. The patient arrested and expired. The wallstent was removed from the patient postmortem and revealed that two stent fractures had occurred.

Event description:
It was reported that post a stenting treatment procedure, the patient went into cardiac arrest and expired. Six days prior to the stenting procedure, the patient had been diagnosed with severe superior vena cava (svc) obstruction and progressive lung cancer symptomatic with swollen head and bulging eyes. Prior to the procedure on (B)(6) 2011, computed tomography (CT) found right subclavian vein and right jugular occlusion. The basophilic was "very tight". The decision was made to stent the svc. Vascular access was obtained via the right femoral. The lesion was not pre-dilated. This 22 x 70mm x 100cm wallstent was chosen as it was longer than the stricture, and deployed in the svc. The stent was post-dilated. The stent was in the correct final position. Immediately following the procedure, the patient was ok and symptoms began to improve. Face color reduced from red/blue. Thirty minutes post-procedure, an obstruction of the svc occurred resulting in swelling of the patients' head again. The patient arrested and expired. The wallstent was removed from the patient postmortem and revealed that two stent fractures had occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was originally reported that the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. However, the corrected information is that the most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: only the stent component of the complaint device was returned for analysis. An examination of the stent found broken stent wires approximately 36mm from the distal end. Stent wires on the proximal and distal end were uncrossed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that post a stenting treatment procedure, the patient went into cardiac arrest and expired. Six days prior to the stenting procedure, the patient had been diagnosed with severe superior vena cava (svc) obstruction and progressive lung cancer symptomatic with swollen head and bulging eyes. Prior to the procedure on (B)(6)-2011, computed tomography (CT) found right subclavian vein and right jugular occlusion. The basophilic was "very tight". The decision was made to stent the svc. Vascular access was obtained via the right femoral. The lesion was not pre-dilated. This 22 x 70mm x 100cm wallstent was chosen as it was longer than the stricture, and deployed in the svc. The stent was post-dilated. The stent was in the correct final position. Immediately following the procedure, the patient was ok and symptoms began to improve. Face color reduced from red/blue. Thirty minutes post-procedure, an obstruction of the svc occurred resulting in swelling of the patients' head again. The patient arrested and expired. The wallstent was removed from the patient postmortem and revealed that two stent fractures had occurred.